Event description:
Received info stating patient was hospitalized due to high bg's and dka. Pt was treated with saline fluids and insulin drip.

Manufacturer narrative:
No product has been returned for evaluation. Should new info become available a follow up MDR will be submitted.